Event description:
The customer reported an undetermined amount of blue fluid leaked from a coulter lh 500 hematology analyzer onto the counter. The leak was not contained. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/30/2015. The fse stated that pump pm6 was defective and leaking. The fse replaced pm6 resolving the leak. The repairs were verified per established service procedures. (B)(4).